Event description:
The customer provided additional information regarding the event: the intended procedure was a therapeutic laparoscopic cholecystectomy. There was no delay and the procedure was successfully completed using the same device (but they changed the sdi signal to dvi signal). There was no patient involvement at the time of the device malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. Correction to e4, h4, and h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is determined that image was not displayed due to print board failure since print board (dp) failure was observed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center produced no image. This occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that there was no image found on the device. It was discovered that the sdi (serial digital interface) port was malfunctioning. The customer followed tac suggestions and used the dvi (digital visual interface) and video channel instead and waited for a loaner replacement. While the customer waited for a replacement, the affected device was returned for evaluation. The customer¿s allegation was confirmed due to a print circuit board failure; there was no sdi signal output. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.